Event description:
The patient's medical records were received. Records indicate the patient was revised to address a failed acetabular component. Upon revision most of the corrosion appeared to be present around the edge of the acetabulum.

Manufacturer narrative:
This is a duplicate report of 1818910-2014-22715. This report, 1818910-2014-23023, will be rejected, 1818910-2014-22715 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.